Manufacturer narrative:
Summarized patient outcomes/complications of navitor were reported in a research article in a subject population with no reported comorbidities. Complications reported included general structural valve deterioration; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: impact of transcatheter aortic valve design and implant strategy on redo-tavr feasibility.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: impact of transcatheter aortic valve design and implant strategy on redo-tavr feasibility.

Event description:
The article, "impact of transcatheter aortic valve design and implant strategy on redo-tavr feasibility", was reviewed. The article presented a retrospective, single center study to evaluate the feasibility of redo-transcatheter aortic valve replacement (redo-tavr) using the balloon-expandable sapien 3 (s3) (edwards lifesciences) to treat a degenerated navitor transcatheter aortic valve (tav) using real-world post-tavr computed tomography (CT) scans. Devices included in the study were navitor and sapien s3. The article concluded the study results highlight the importance of tav selection and implant depth by operators during both the index and redo-tavr procedure to preserve redo-tavr feasibility. [The primary and corresponding author was ole de backer, the heart center - rigshospitalet, inge lehmanns vej 7, 2100 copenhagen, denmark, with corresponding email: e-mail: ole.debacker@gmail.com] the time frame of the study was not reported. A total of 106 patients were included in the study, of which all received an abbott device. The average age was 79 years and the majority gender was male. Comorbidities were not reported.